Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear clamps of an unknown number of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were difficult to close. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, d10, h3, h4 and h6. H4: the lot was manufactured between july 24, 2020 to july 25, 2020. H10: two (2) actual samples were received for evaluation. A visual inspection was performed with no damage noted. The clamps were closed using excessive pressure to snap shut and no damage was observed. Functional testing for a leak was not performed for this complaint. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.